Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged safety mechanism is confirmed but the root cause could not be determined. One photograph of a 21 ga securloc introducer needle was returned for evaluation. An initial visual observation of the photograph showed blood use residues throughout the returned introducer needle. It was observed that green safety mechanism was completely detached from the introducer needle. No damage could be observed from the returned photograph. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer the needle did not safety, it wasn¿t noticed until the safety was attempted. No impact to the patient. No other information was provided.